Event description:
It was reported the single-use sphincterotome's knife wire broke during an endoscopic sphincterotomy procedure. The procedure was completed with a back-up device. There were no reports of patient harm. Furthermore, during evaluation of the device, it was observed that the covering of the knife wire was peeled and dislodged.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the suggested phenomena: the cutting wire broke: 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. The covering of the knife wire was peeled and dislodged: it can be inferred that some kind of force might have applied to the coated portion of the cutting wire when the device was withdrawn from endoscope after the coated portion of the cutting wire has torn. This might have caused the coated portion of the cutting wire to detach from the cutting wire. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.